Event description:
Philips received a complaint by the customer on the v60. The customer stated that during the pvt (performance verification test) they noticed the nav ring was not operating properly. The device was in use on a patient at the time the initial reported issue was discovered; however, there was no harm reported to the patient or user. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.